Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of non tender lumps or granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately 10 months after injection in the lower mouth, chin area with one syringe of juvederm ultra plus xc, and concomitantly with two syringes of juvederm voluma xc in the cheeks, the patient experienced swelling at the juvederm ultra plus xc injection sites, which the doctor diagnosed as non tender lumps or granulomas. Patient was also injected with radiesse approximately one month and four months after injection with juvederm. Hyaluronidase was provided as treatment. Symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00442 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra plus xc.